Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was trying to clean the 8mm force bipolar instrument with a scissor and broke off the jaw. No fragment fell into the patient. The procedure was completed with no reported injury. On 06/15/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: item 471405 lot k12260108 force bipolar endowrist was being utilized in a case. The tip of the instrument broke off inside the patient. The broken piece was then removed and examined to verify no additional pieces were missing. Abdominal contents were assessed and verified not harmed was done. Intuitive rep was notified. This device can be reprocessed & reused up to 18 times. This was use 17.